Event description:
The customer reported a device failed to discharge via pads during a synchronized cardioversion. There was no report of negative patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.